Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced an unresolved "no disposable alarm". The device settings were continuous infusion rate: 1.7 ml/hr reservoir volume: 79 ml given on (B)(6) 2023. Air detector was off. Upstream sensor was off. Length of infusion:46 hr. Lock level: 2. Pump was not used to prime the extension tubing. No patient injury. No additional information available.